Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was charging too often. The caller stated that the patient would charge once every 3 weeks and it would deplete from 100% after a few days. The patient stated she used to charge it once every 4-6 weeks and there was nothing that prompted the change in charging frequency. It was reported that the patient¿s ins was discharged at the start of the call and the caller had to begin charging it. Technical services advised that once the patient¿s device was charged he could call and they could run an estimate of the charging information. It was noted that the patient had programming changes last (B)(6). No symptoms were reported. No further complications were reported. Follow-up was conducted.